Manufacturer narrative:
(B)(4). Additional information requested: what is the current patient status? What were the indications for surgery? Is the device lot or batch available? Was the procedure performed open or laparoscopically? What structure or vessel was the device being fired on? Were the artery and vein divided separately or as a bundle? Were any clips used in the procedure prior to firing? Was there any difficulty closing the device? Was there any difficulty firing the device? Were any staples seen in surgical field after firing? If so, what was the shape of the staples? Was there any tissue movement toward distal tip of device noticed during firing? What was the size of tumor and was there any significant encroachment into vascular pedicle or renal vein? How was the procedure completed? Additional information received: open nephrectomy. Indication cytoreductive nephrectomy. Stapler was fired on renal hilum vein and artery. No clips in between lateral to ivc upon firing bleeding at ivc. When controlled no staples seen on cava. Seemed to work well when fired.

Event description:
It was reported that during a radical nephrectomy the device was fired, it cut but did not lay down a staple line. This caused a massive amount of bleeding and the patient coded. The patient was given a transfusion while a second surgeon assisted to stop the bleeding by suturing the wound.

Manufacturer narrative:
(B)(4). Batch # p55813. Additional information requested but unavailable: what is the current patient status? Was there any difficulty closing the device? Was there any tissue movement toward distal tip of device noticed during firing? What was the size of tumor and was there any significant encroachment into vascular pedicle or renal vein? How was the procedure completed? The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.